Event description:
It was reported that the pt underwent a sling procedure. At five weeks post-operative, the pt developed urinary retention of moderate intensity. The pt was treated medically and the event resolved.